Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.